Event description:
The customer's pump shutdown unexpectedly at 85 percent battery life. The customer's blood glucose level was 258 mg/dl at the time of the call, but she had eaten dinner prior.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.